Event description:
At end of right femoral ablation (unsuccessful), upon removal of right femoral venous sheath, the sheath tore. The distal end of the sheath remained in the femoral vein and migrated toward the iliac vein. Operator attempted to retrieve by removal cutdown but it had migrated to the common iliac vein. Broken piece retrieved under fluoroscopy with snaring device. Blood loss 400cc. Scar tissue felt with insertion but not a difficult reinsertion. 3500 u heparin given for ablation procedure. Scar tissue felt to be from previous angiograph.